Event description:
Patient had a left internal jugular line with triple lumen ports placed for IV infusion. The IV tubing was connected to the device called microclave clear connector that seals with silicone when not in use. Two days later, the patient was diagnosed with bilateral hemispheric strokes due to air emboli. After the event, it was discovered that one of the tubing connectors failed to seal.